Manufacturer narrative:
As reported in a research article, about 7 years after implant of a trifecta valve stenosis was found and the valve was replaced with a valve in valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications a more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that on an unknown date in (B)(6) 2012, a 21mm trifecta valve was implanted in a patient with calcified aortic stenosis. On an unknown date in (B)(6) 2017, ultrasound showed gradients at 27 mmhg and 16.5 mmhg, and ejection fraction (ef) at 60%. On an unknown date in (B)(6) 2019, ultrasound showed the leaflets of the valve with moderate degeneration and thickening, along with moderate elevation of gradients. The maximum trans-aortic gradient was 44 mmhg, with an average gradient of 28.5 mmhg, and no aortic leak was observed. It was concluded that there was slight degeneration of the leaflets with the valve becoming moderately stenotic. The patient was asymptomatic. On an unknown date in (B)(6) 2020, reshaped aortic valve was observed and worsening of the gradients producing a tight aortic stenosis. The patient remained asymptomatic. Ef was 82% by planimetry with very small cavity systolic, aortic annulus was 31 mmhg, maximum and mean trans-aortic gradient at 82 mmhg and 59 mmhg, trans-valvular time-velocity integral (tvi) at 109 cm. On an unknown date in (B)(6) 2020, a transcatheter aortic valve implantation (tavi) procedure was completed using a non-abbott valve. Of note, on an unknown date in (B)(6) 2022, the patient passed due to unknown causes. No additional information was provided.